Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d314drg, implanted: (B)(6) 2013; product ID: 407652, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a normal device replacement the patient had cardiac arrest. The device was connected to the existing leads, cardiopulmonary resuscitation was initiated and shocks were delivered for ventricular fibrillation that were successful. The patient continued to go into ventricular tachycardia and ventricular fibrillation and the rhythm changed to pulseless electrical activity. It was also noted that there was abrasion on the atrial lead although it remained electrically intact. The physician applied an adhesive and suture sleeve over the abrasion.